Event description:
Caller reported a cgm error and received assistance from customer technical support. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, resolving the error, and advised waiting 20 minutes before starting the sensor session, which the caller understood and acknowledged.